Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and doctor visit. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4/page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11/page 129: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that at 2:00 am his blood glucose (bg) reached 450 mg/dl so he gave himself a manual injection of 6 units of insulin and his bg lowered to 250 mg/dl. He went back to sleep and when he woke up his bg was reading at 500 mg/dl. He went to see his doctor and was diagnosed with diabetic ketoacidosis. At the doctor's office they deactivated the pod and gave a manual injection (exact amount was not provided) with an insulin pen. They were able to activate a new pod. The pod was worn between 4 and 24 hours on the arm.